Manufacturer narrative:
No button error alarm noted. Intermittent act button due to moisture damage on keypad trace. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer reported possible moisture exposure from sweat to the insulin pump. The customer also mentioned experiencing high and low blood glucose, but declined to troubleshoot for these events. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.